Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 18-may-2024, it was reported that the patient faced infusion sets that did not adhere to skin due to wetness. The reason for tape not sticking was due to water activities. No further information available.